Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, the tubing separated from the inlet connector of the fx oxygenator; blood loss was estimated to be 350ml. Prior to the disconnect, the perfusionist did not place a tie band on the connector. The tubing was re-connected and tie-banded, re-primed, de-bubbled and cpb was re-instituted in less than 2 minutes. The pt was weaned from cpb successfully and discharged to ICU per normal practice. There was no observed harm to the pt.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has not been completed. Terumo will be submitting a follow-up report when more information become available. (B)(4).